Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use blood leakage occurred past the stopper with 2 bd preset¿ eclipse¿. Patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leaked (flowed) across/through the periphery of the stopper toward the plunger rod end. This might be attributed to hp's manipulative techniques.